Event description:
The customer reported that his insulin pump alarmed motor error during bolus. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to perform the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform the excessive no delivery test due to motor error alarm. The insulin pump had a missing end cap sticker.